Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a week due to high blood glucose. The customer was treated with insulin shot 6 units. Customer was mentioned blood glucose value such as 241 mg/dl. Customer reported that insulin pump was not giving insulin. The insulin pump will not be returned for analysis.